Event description:
The device was used during a laparoscopic hernia repair. The stapler fired 3 times before jamming. Another device was opened to complete the case. There was no consequence to the pt.